Event description:
It was reported that the device will not power on. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement large keypad overlay. The customer later confirmed that after replacing the large keypad, proper device operation was restored, and the device was placed back in service. The replaced overlay will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.